Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer did not have any concerns about the reprocessing process. The steps taken during precleaning and manual cleaning were not provided by the customer. The device was last reprocessed and used in a procedure on (B)(6) 2023. The scope was reprocessed four times prior to being sampled. The scope was quarantined after the positive results were observed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the colonovideoscope tested positive for an unexpected contamination. The issues were found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling report date:(B)(6) 2023. Sampling from: all channel. Cfu:5cfu/endoscope. Bacterial identification: champignons filamenteux, bacillaceae. Sampling report date: (B)(6) 2023. Sampling from: all channel. Cfu:<1cfu/endoscope. Bacterial identification: no detection. The device was evaluated and no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. When olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, growth of microorganisms exceeding the regulation's recommendation were detected. Culture testing was again performed after reprocessing in accordance with instructions for use (IFU) before repair, and the results conformed to the regulation's recommendation. The event may be prevented by following the instructions for use which state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.